Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's wound was not healing and had opened up following a revision. The patient was explanted and is reportedly doing well following the procedure.